Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a black foreign object was found in the bd posiflush¿ normal saline syringe before starting the infusion. The following information was provided by the initial reporter, translated from (B)(6): "the responsible nurse needs to use a flush to flush the tube before giving the patient intravenous infusion. Unpack the package and find that there is a black unknown object at the front end of the flush. Immediately replace the washer from the same manufacturer."